Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a remote transmission was unable to send via merlin.net transmission due to a radio frequency chip error noted on the implantable cardioverter defibrillator. The device was restored. There were no patient consequences.